Event description:
Mother of a male, reported pt experiencing elevated blood glucose of 500 mg/dl. She stated that pt felt tired and thirsty. Mother indicated she believed the cause of the elevated blood glucose was his low body fat and scar tissue formation. She admitted that pt used the infusion headset for 4 days rather than the recommended 3 days. Mother indicated that pt changed the infusion set and administered a bolus to address the issue. No medical assistance was required. Product will not be returned for eval.

Manufacturer narrative:
Product not returned for eval.